Manufacturer narrative:
H.10. Patient details were requested but not available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : this device is end of life / end of support.

Event description:
It was reported to philips the device did not deliver a shock as expected. The device charged but did not deliver the shock. Defib pads were in use on the patient and the device was in manual mode with sync on. The customer stated there was patient harm. We are considering this event to be a serious injury based on the report that treatment was interrupted. No ECG monitoring strips or case event files were provided to philips for review. According to service bulletin fsn86100213a, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms and the device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device did not deliver a shock as expected. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. The customer answered yes to the question "was any patient or user harmed". Additional details have been requested.